Manufacturer narrative:
Additional information was received that the physician reported the left ventricular rupture may have been from the guide wire (amplatz super stiff) but this was not confirmed. Because the left ventricle rupture occurred after the implant and the patient was already in the intensive care unit, the physician also stated the rupture may have been a reaction of the pressure drop in the right ventricle but again, that was not confirmed. It was reported that the patient had multiple comorbidities. The physician stated the corevalve did not cause or contribute to the death.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the aortic pressure decreased at 2/3 deployment and did not increase upon full deployment. A transesophageal echocardiogram (tee) showed a pericardial tamponade from a perforated right ventricle. The implanting physician felt the perforation was caused by the temporary pacing lead (manufacturer unknown). The pericardial hematoma was extracted and the perforation of the right ventricle was sutured via sternotomy. Following this, the patient was hemodynamically stable. An aortography showed the implant depth of the corevalve at 12mm, with no aortic regurgitation and the valve was not blocking the coronary arteries. The patient was transferred to the intensive care unit. The same day, the patient decompensated, cardiopulmonary resuscitation was initiated, however the patient expired due to left ventricular rupture. It was reported the patient had multiple comorbidities. The physician stated the corevalve did not cause or contribute to the death. Additional information has been requested but not received.

Manufacturer narrative:
Additional information was received that the temporary pacing lead that caused the perforation was a non-medtronic lead (osypka temporary pacing lead). The patient had multiple comorbidities. The physician stated the corevalve did not cause or contribute to the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be received, a follow-up report will be submitted. (B)(4). (B)(6).